Manufacturer narrative:
Carefusion has requested additional info from the distributor in (B)(4) on the reported event and if there was pt involvement. As of 06/02/2015 there has been no additional info provided by the distributor in (B)(4). (B)(4). The carefusion technical support specialist in conjunction with the distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning compressor assembly. The distributor in (B)(4) was shipped a replacement compressor assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty compressor assembly for evaluation. As of 06/02/2015 the compressor assembly has not been received.

Event description:
The distributor in (B)(4) reported that the device operates fine with both air and o2 supplied. With no air supplied the device's compressor is very noisy and the device has a "loss of gas" alarm.